Event description:
Rn placed the catheter during the procedure, the pt bled as expected but the drape did not soak up the blood at all. It bubbled then ran onto the floor. Then onto the rn's shoes & soaked through her nylons. The drapes need to soak up the blood to avoid health risks such as this. Expiration date 11/98.